Event description:
(B) (4). Same case as 2134265-2010-03037. It was reported that following a coronary artery stenting procedure, the patient expired. The lesion being treated was a portion of the right posterior descending artery (rpda) and the right atrioventricular branch. The physician implanted two (3.00x12mm and 3.00x16mm) taxus express stents in the target lesion. At 2 years later, the patient died suddenly. The patient was found to have fallen down at home by his family, and was transferred to another facility. The patient expired at the other facility. The physician didn't know cause of death, and in the opinion of the physician, the relationship between the taxus stent and the patient's death is "possible".

Manufacturer narrative:
Final analysis confirmed that the pulse generator could not be interrogated and also exhibited no output. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated.